Event description:
The tip of the haptic was found broken after the lens was implanted. The incision was enlarged to remove and replace the lens. A suture was required, however, there were no consequences to the pt.

Manufacturer narrative:
This lens is sold in the USA under model mi60lus. See MDR 1920664-2009-00383 for the delivery used with this intraocular lens.